Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the implant falls apart repeatedly when trying to install it. Surgery was delayed 35 minutes. Another implant was opened. Procedure was completed successfully

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: g1 (manufacturing site name). H3, h6: photo investigation: the photo was returned to (B)(6) for evaluation. The (B)(6) team conducted a visual inspection of the returned photo. Visual analysis of the returned photo revealed the zero-p va cage lordotic h7 peek is seen fell apart the polymer from the green metal part, as the device fell apart the unable to assemble condition also can be confirmed. With the provided evidence and without the physical device a root cause cannot be established. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of (B)(6) quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for zero-p va cage lordotic h7 peek. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): part number: 04.647.127s. Lot number: 31482p0. Manufacturing site: mezzovico. Release to warehouse date: 03 sep 2024. Expiration date: 01 aug 2034. A manufacturing record evaluation was performed for the sterile finished lot number, and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.